Event description:
It was reported that the burr entrapment and required surgery. The 90% stenosed target lesion was located in mildly tortuous and severely calcified ostial right coronary artery (rca). A 1.50mm rotapro device was selected for percutaneous coronary intervention (pci) procedure. During procedure, the rotation speed dropped from the target speed 160,000rpm. Then, the physician used 1.75mm rotapro device and upon the first pass, the burr got stuck in lesion. The device stalled and would not pull back. An attempted to give nitroglycerin, the patient coughed, the physician advanced another wire and balloon next to burr and retract with guide extension without any success. Then, the patient went to the operating room for a coronary artery bypass graft (CABG) surgery of the rca. The patient came through surgery without any complications and was expected to fully recover.